Manufacturer narrative:
Account indicated that patient information cannot be made available due to data privacy policies and law.   Model number:  partial model number indicated since the serial number was not provided. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that while attempting to implant the preloaded intraocular lens (iol) the doctor felt greater resistance. The iol was inserted crumpled in the patient's operative eye. The doctor reiterated that he has experience using the preloaded model without any problems. A new lens of the same model was implanted without any problems. The doctor did not keep the removed iol and was unable to provide the serial number. Reportedly, the patient did not seek additional medical attention and no vitrectomy was required. Pre and post-operative information is unknown. Also unknown is whether the incision was enlarged or if sutures were required. No further information was provided.